Event description:
The customer reported the system displayed a collimator iris error message and missing images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and reloaded software. System operates as intended. This MDR is related to ge healthcare.